Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: device code: removed the code use of device issue and replaced with component missing.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insert trial was missing one of the bottom pegs. It appears to have broken off. All pieces were retrieved. No surgical delay. There were no reported patient consequences.